Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose of 425 mg/dl. Customer declined troubleshooting for high blood glucose because was inquiring why customer was unable to calibrate sensor. Customer was advised that he was unable to calibrate if blood glucose was lower then 40 mg/dl or higher then 400 mg/dl. No further information reported.